Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. Vessel morphology at the time of implant was not reported. The stent grafts were implanted without issue. It was reported that during follow-up CT there was a retrograde type b dissection starting above celiac extending to subclavian artery noted. Per the physician the tear was caused from the guide wire and was not involving aaa stent graft. The physician elected to treat the patient with medication and continue to monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).